Event description:
The patient had experienced a change in therapy effect. The patient came in for a normal pump refill on the date of this report. Pump interrogation found that the pump had reached eos (end of service). The eos condition was missed. The hcp (healthcare professional) didn¿t hear an audible alarm. The patient thought that she heard an alarm, but she didn¿t know when. The last change was made to the pump on (B)(6) 2015. The event logs on the date of this report indicated that pump eri (elective replacement indicator) occurred on (B)(6) 2015 and eos occurred on (B)(6) 2015. The patient noticed an increase in pain in (B)(6) 2015 around the time of eos. The patient contacted the hcp in (B)(6) 2015 and the hcp gave the patient extra oral meds. The drug in the pump at the time of the event, interventions, and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product I:d 8840, product type: programmer, physician. Product ID: 8731sc, serial# (B)(4), implanted:(B)(6) 2008, product type: catheter. (B)(4).